Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, a brush part of a channel cleaning brush (bw-20t) was broken and it remained in the instrument channel of a videoscope (gif-h190n) when the instrument channel of the gif-h190n was being brushed using the bw-20t. There was no report of patient injury associated with the event.

Manufacturer narrative:
A shaft part of the subject device was discarded by the user. However, the gif-h190n was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the gif-h190n and found that the part of the broken brush of the subject device was remained in the channel of the gif-h190n. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The distal end part of the channel cleaning brush (bw-20t) was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the brush and found that the brush was broken. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided. Based upon the information from the user and the investigation, there was the possibility that this phenomenon was attributed to the excessive force being applied when the brush was withdrawn from the scope. Olympus stated the appropriate handling of bw-20t and the counter measures against abnormalities in the instruction manual of bw-20t.